Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2018-05-01; st. Jude lead, (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at a post operative check after the procedure to add a left ventricular lead, high impedance pacing spikes were noted on the right ventricular lead along with a high sensing integrity counter (sic). A chest x-ray revealed a suspected pin insertion issue. A revision was done and the leads were disconnected from the header, cleaned and reinserted in the same device. All numbers were satisfactory post-operatively. All leads and device remain in use. No patient complications have been reported as a result of this event.